Event description:
Device report received from synthes (B)(6) reports an event in (B)(4) as follows: a patient underwent a procedure on (B)(6) 2013 for a clavicle shaft fracture. The patient was implanted with a plate and screws without any problems. On (B)(6) 2013 the plate was broken. The patient was returned to the operating room on an unknown date for removal and revision to a new plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number reported is not a valid synthes lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no valid lot number was provided. Manufacturing records could not be reviewed without a valid lot number. Placeholder.

Manufacturer narrative:
Upon further review, it was noted that this complaint ((B)(4)), MFR report #2520274-2013-07218 is duplicate entry of another complaint ((B)(4)), MFR report #8030965-2013-05234. Therefore, synthes USA is retracting MFR report #2520274-2013-07218. MFR report #8030965-2013-05234 will remain on file as the reported event.